Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to oversensing with an apparent lead fracture. The physician was unable to duplicate the oversensing noise by performing pocket manipulation. The patient was admitted to the hospital for further assessment. The rv lead currently remains in use. No patient complications have been reported as a result of this event.